Manufacturer narrative:
Additional narrative: correction: initial report stated that the motor device exploded in the middle of the procedure. However, follow-up with the reporter revealed that the hose exploded upon activation and not the motor device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during l4-l5 removal of hardware l3-l4 transforaminal lumbar interbody fusion (tlif) with pedicle screws and cage surgery, it was observed that the motor device exploded in the middle of the procedure. As a result, there was a 15 minute delay to the surgical procedure. A spare drill device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to outside force applied on the hose causing a restriction great enough to block the return air flow to the muffler. The return air built up pressure great enough to burst the outer hose. The assignable root cause was determined to be due mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.